Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1) received a catheter and connector with other components. 2) catheter visual inspection: no abnormalities were found. 3) connector visual inspection: no abnormalities were found. Dimension check: 1) catheter length test: company specifications: 990 - 1070mm, sample length: 1028mm, the sample was within company specifications. 2) length of catheter outer diameter (end of catheter) test: company specifications: 0.84 - 0.90mm, sample length: 0.8503mm, the sample was within company specifications. Functional test: 1) catheter tensile strength test: test was conducted using the catheter sample and connector sample. Company specifications: above 11n. Test results: 12.9n. The sample met company specifications. Others: 1) connection check: the catheter was able to be inserted into the connector without resistance and up to the marking point. The connector was able to securely close. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. The catheter came off from the connector. No health damage to the patient.